Event description:
It was reported that during a nephrectomy procedure, after closing the firing trigger, the knife and staples did not come out. Another device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.